Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager failed. The field service engineer (fse) tightened the smart remote manager pyxis bus cable, inspected the communication sled to ensure all cables were fully seated, verified that the main pyxis bus cable had no damage, and secured the wire harness connections on the smart remote manager latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager malfunctioned and repeatedly failed with failed drawer error, was unable to recover, and the latch did not produce a clicking sound indicating engagement failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.